Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the root cause of the cracked adhesive around objective lens and light guide lens was determined to be the result of component failure, likely the result of stress due to repetitive use, user handling and or external factors. Additionally, the definitive root cause of the foreign material observed in the device distal end/tip and on the forceps elevator could not be determined, however, the issues were likely the result of insufficient device cleaning/reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the duodenovideoscope was found to exhibit cracking of the adhesive around the device objective lens and light guide lens. Additionally, foreign material/residual liquid was observed in the device distal tip and foreign material on the device elevator. There was no patient involvement, and no harm was reported as a result of the event.